Manufacturer narrative:
As of today, no additional information is available and this report is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information from a health care provider (hcp) that during a pulse generator (pg) change out procedure, this lead was difficult to remove from the connector of the chronic pg. In the effort to remove the terminal pin from the header, the lead was damaged and not able to be reused. The lead was cut and capped. There were no additional adverse patient effects.